Event description:
Medical affairs was unable to get in contact with the patient; therefore, sent a letter to obtain more clinical information. The patient called alleging that the meter displayed an error 1 message. The patient broke out in a cold sweat and tested on their meter and received an error 1 message. They retested and received an error 2 message. They took oral medication after attempting to use the meter and visited their physician. They were tested on the physician's meter and received a 205 mg/dl. The time difference between the two readings was within 5 - 10 minutes. The physician prescribed a medication and told to contact lifescan. The patient was using expired test strips. Using expired test strips can lead to false blood glucose readings. The patient did not receive any treatment. Customer service was unable to resolve the issue and sent the patient a replacement meter.